Event description:
It was reported that "the right ventricle (rv) perforation by the catheter was suspected. The patient was initially sent to the emergency room and a pacing catheter was inserted. The patient had breathing difficulty. The patient condition was bad and she was entirely dependent on the external pacemaker. An implantation of the pacemaker was planned but it was not implanted by the decision of the family. The catheter remained inserted, and the patient condition was monitored over time due to patient age. While monitoring the patient condition, the condition gradually moved towards recovery. CT scan was performed to check the condition of lungs, and suspicion of right ventricle (rv) perforation was pointed out. The patient condition was monitored over time. Perforation by the catheter is not confirmed at this point. The catheter was successfully removed from the patient in the catheterization lab, and the patient recovered. It could not be confirmed whether there was a perforation or not. The customer commented that the cause of this event was less likely to be device related.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. As received, a string knot with clotted blood was observed about 35 cm from the catheter tip. The balloon inflated clear and concentric with 1.3cc air and the balloon remained inflated for 5 minutes without leakage. A part of the balloon appeared stained to bright yellow. Continuity testing was performed on the distal and the proximal electrodes and there were no open, intermittent, or short conditions observed. No visible damage to the catheter body, balloon latex, balloon windings, or returned syringe was found. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. Perforation of the right ventricle is listed in the instructions for use as a potential complication associated with the use of pacing catheters. As noted: "cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended." No device malfunction is suspected or alleged. No actions will be taken at this time.